Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. The 99% stenosed target lesion was located in three locations in a non calcified and moderately tortuous left front arm shunt from the arterial side to the venous side. The symmetry fg sv/5.5-4/4t/40 balloon catheter was initially placed in one lesion and was inflated to 18 atms. The physician then inflated the balloon in another lesion and it ruptured at 18 atms. The physician performed fluoroscopy; however, flow of contrast medium to the venous side was not confirmed. Contrast medium "blew back" to the artery side. The physician thought this was caused by acute thrombotic occlusion. Therefore, the physician cut open the venous graft; however, there was no thrombus. The physician checked the symmetry balloon catheter and found the balloon detached from the catheter. The occlusion was caused by the detached balloon. The balloon was successfully retrieved from the cut opened venous graft. The procedure was not completed due to this event. The patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. The 99% stenosed target lesion was located in three locations in a non calcified and moderately tortuous left front arm shunt from the arterial side to the venous side. The symmetry fg sv/5.5-4/4t/40 balloon catheter was initially placed in one lesion and was inflated to 18 atms. The physician then inflated the balloon in another lesion and it ruptured at 18 atms. The physician performed fluoroscopy; however, flow of contrast medium to the venous side was not confirmed. Contrast medium "blew back" to the artery side. The physician thought this was caused by acute thrombotic occlusion. Therefore, the physician cut open the venous graft; however, there was no thrombus. The physician checked the symmetry balloon catheter and found the balloon detached from the catheter. The occlusion was caused by the detached balloon. The balloon was successfully retrieved from the cut opened venous graft. The procedure was not completed due to this event. The patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed no damage was noted to the shaft of the device. A 22mm section of the balloon was returned detached from the balloon. The entire balloon was detached from the device. Glue was evident at both the distal and proximal bonds. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues. The dfu states that the rated burst pressure should not be exceeded. (B)(4).